Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event could not be determined although it can be presumed it was due to plug part of the power cable being damaged. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device will be repaired and will not be returned for evaluation. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Event description:
The customer reported that during installation inspection of a wm-np2 workstation set, smoke emitted from the outlet and was burnt. There was no patient harm associated with the event.